Manufacturer narrative:
This product is on the list of serial numbers impacted by the medical device field removal joystick recall invacare power wheelchairs equipped with spj+ joysticks or mk6i driver controls.

Event description:
Consumer states that when she pushes forward on the joystick, it tends to turn. Because of this, she ran into a wall and hurt her left knee and it swelled up. She put hot compresses on it for awhile. This happened several times because the joystick doesn't do what it is supposed to do.